Event description:
The patient came in reporting pain. The xrays indicated that the implants were loose. At about 1 year and 9 months after the primary surgery, during revision surgery, the surgeon noted femur and tibia were able to be removed with mild to moderate distraction force. The surgeon revised the femur, tibia, and insert and the surgery was completed successfully. Revision system implanted.

Manufacturer narrative:
Batch review performed on 1 december 2022. Lot 2005347: (B)(4) items manufactured and released on 21-sep-2020. Expiration date: 2025-sep-09. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Additional device involved: batch review performed on 1 december 2022. Gmk-sphere 02.07.1205l tibial tray fixed cemented size 5 l ((B)(4)), lot: 2005043: (B)(4) items manufactured and released on 09-oct-2020. Expiration date: 2025-sep-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.